Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during a routine follow-up, after multiple programmers were used. There was no response from the device either after several magnet applications. The physician decided to schedule an emergent device replacement. Subsequently, this ICD was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.